Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, upon interrogation, an alert for charging timed out on the device was noted. A manual capacitor charge time was performed twice and was found to be normal. The device will continue to be monitored, and the patient was stable with no adverse consequences.